Event description:
It was reported to nuvectra that the patient continued to experience charging issues with the stimulator. The external devices were replaced during the five months post permanent implant of the stimulator with no charging improvement. Subsequently, the stimulator was replaced and the charging issues have resolved.